Event description:
The pump was returned for investigation. Investigation revealed that the text on the display screen was dim, fading and discolored. Evaluation also revealed that the audio bolus button was unresponsive to button presses and there was contamination found on the audio bolus button components. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be detached and missing from the pump, exposing the button contacts. All of the keypad buttons responded appropriately during testing. Evaluation revealed that the text on the display screen was dim, fading and discolored. The contrast was increased to the maximum setting with little improvement observed. Evaluation also revealed that the audio bolus button was unresponsive to button presses. The button cover was removed and there was evidence of contamination found on the internal components of the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).